Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh. Living legacy foundation is a cadaver lab therefore, there was no patient involvement.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the roller gear and roller were damaged, the unit was out of calibration and the cutters did not pass testing; however, the repair was not completed because the cutters cannot be repaired and would need to be replaced by the account. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.